Event description:
A report was received that the patient underwent a paddle lead replacement; the reason for the replacement is unknown. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Device remained in patient. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is a final report.